Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown reasons. This ra lead was replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Moreover, a noted lead pinched in four areas were likely an induced damage during explant from a tool. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Furthermore, dislodgement is an issue covered with the instructions for use (IFU) and is deemed a known inherent risk of the lead.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown reasons. This ra lead was replaced with the same model. No additional adverse patient effects were reported. Additional information was obtained from the field indicating that this lead came out during revision with the right ventricular (rv) lead.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown reasons. This ra lead was replaced with the same model. No additional adverse patient effects were reported. Additional information was obtained from the field indicating that this lead was dislodged during revision with the right ventricular (rv) lead.